Manufacturer narrative:
Results: the collar was separated from the hemostasis valve adapter (hva) (i.e. Cross-cut valve) of the neuron max 6f 088 long sheath (neuron max). The collar was snapped back into place, but fell off the hva again when screwed back into the hub of the neuron max. There was no visible damage to the neuron max. Conclusions: evaluation of the returned device confirmed that the collar was separated from the hva. The root cause of this failure could not be determined. During functional testing, a 0.088" mandrel was inserted into the neuron max and advanced without issue. The neuron max was, therefore, functional. A component of one of the neuron max accessories was non-functional. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2016-00129, 2. 3005168196-2016-00130, 3. 3005168196-2016-00142.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the cross-cut valve of the neuron max did not properly seal and blood began to ooze out. The component used to tighten the cross-cut valve to the neuron max would not tighten and continued to spin around without locking tight. The procedure was completed by replacing the cross-cut valve with another manufacturer's cross-cut valve. There was no report of an adverse effect to the patient.